Manufacturer narrative:
Referenced thrombus and pump exchange was mentioned in MFR report # 2916596-2018-01643. Age of device: 6 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted with elevated lactate dehydrogenase (ldh) and elevated powers (8w) flows (10 l/min). Patient had history of thrombus and presented similarly. It was decided that patient would undergo another pump exchange to heartmate 3. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. The heartmate ii lvas was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. Two distal portions of the dl were returned measuring approximately 2.5¿ and 2¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned detached from the graft attachment. Two additional sections of the bend relief material were returned measuring approximately 1¿ and 0.5¿, respectively. The sealed outflow graft bend relief collar was returned detached from the outflow graft and bend relief hardware. The heartmate ii lvas appeared to have been exposed to a fixative agent prior to return for evaluation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the heartmate ii lvas, examination of the rotor revealed a flat, tissue-like, thrombus formation on one of the rotor blades. Areas of this deposition were hard and denatured, indicating that it was present for an undetermined amount of time while the heartmate ii lvas was supporting the patient, but may have originally formed elsewhere. Further examination of the proximal side of the outlet stator revealed smaller, tissue-like depositions adjacent to the bearing ball. Their lack of concentric layering indicated that they did not form in the outlet stator, and likely originally formed elsewhere. Although the origin of these depositions could not be determined, they were similar in color and texture to portions of the rotor thrombus, suggesting that they may have potentially broken off from the rotor thrombus before lodging in the outlet stator. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions or similar depositions were in the pump during operation, they could have potentially contributed to the reported elevations in pump power and flow, as well as the report of elevated ldh. Upon removal of the depositions, the pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.